Event description:
It was reported that the patient alert triggered, and it was determined that the superior vena cava (svc) coil lead exhibited high impedances and an apparent fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943, implantable tachy lead, (B)(6) 2001; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).